Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the error message occurred at 9pm on (B)(6) 2016. The patient manages their diabetes by taking x2 25 units of lantus insulin, x2 8 units of novolog insulin and x2 1000mg metformin tablets per day. In response to the alleged product issue the patient skipped taking their insulin doses and only took their metformin. The patient stated that 12 hours later they developed the symptoms of "dry mouth, frequent urination, blurred vision and thirsty"; symptoms which the patient associated with high blood glucose. The patient denied requiring any form of treatment as a result of the alleged product issue, however. At the time of troubleshooting the cca was unable to resolve the issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.